Event description:
Consumer stated that she had been using amo's "multipurpose solution" when she suffered a sever eye infection and spent one week in hosp. Consumer has since discarded the amo solution she was using at the time. Consumer does not believe the infection was due to amo solution. The consumer mentioned that the infection was due to "water borne bacteria". Medical report and follow-up info was requested; no response. No further info is available or expected.

Manufacturer narrative:
Explanation: pt discarded device. Lot number of solution used by pt is unk. And the MFR does not have info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.